Event description:
Patient had internal cardiac defibrillator placed several years ago. The ICD began alarming several weeks prior to this removal. The alarms were set off by high impedence in the pacing segment of the ICD lead. Sensing and pacing thresholds were satisfactory. Right ventricular lead was found to have impedence ranging from 1800 ohms to greater than 2000 ohms. No fracture found on fluoroscopy. Old lead removed and new lead inserted. Same generator remains in use.